Event description:
Caller reported temperature alarms on the pump, specifically alarms 10 and 11. The caller declined to provide information on whether the customer's blood glucose level exceeded 500 mg/dl, leaving the impact on blood glucose levels unknown. Technical support initiated an RMA process to replace the pump, instructed the caller about putting the pump into storage mode, and arranged for its return using a prepaid label. Customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.